Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the shaft of the 14-16 starter awl broke during the assessment of canal diameter. The broken portion of the awl was removed by the surgeon and the case proceeded.